Manufacturer narrative:
The customer used up all the reagent and had nothing to return. The investigation of the simplexa flu a/b rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positive (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).

Event description:
The customer reported that they are getting sporadic flu b positive results that come up negative upon repeat. Four of the eight flu b positives were reported to the doctor. This MDR is for the second of four results that were reported to the doctor. A voluntary recall has been performed related to the reported lot.